Event description:
Device 2 of 3: reference MFR report: 1627487-2011-04594, reference MFR report: 1627487-2011-04596. It was reported the pt's surgical wounds would not heal properly. The physician decided to remove the entire scs system. No further complications were reported at this time.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of wound not healing could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.